Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, and skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs8bylx. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported hospitalization due to elevated blood glucose levels following an unspecified duration of pod wear. Blood glucose levels at the time of the event were reported to be approximately 379-400 mg/dl. The patient attributed the high blood glucose readings to multiple factors, including personal diabetes management, dehydration, and a urinary tract infection. The specific admission and discharge dates were not provided, and no specific symptoms were reported. Hospital treatment reportedly consisted of intravenous saline, and ketone testing was performed. The patient stated that diabetic ketoacidosis was ruled out but was unable to provide a specific diagnosis. Upon pod removal, slight redness was observed at the infusion site. No additional device performance information was available.